Event description:
It was reported that on (B)(6), 2010, the patient suddenly was no longer able to hear with her ci. Checking the processor on (B)(6), 2010 did not improve. Then the implant was checked and testing showed that the device has malfunctioned. There is no accident known. The patient was reimplanted on (B)(6), 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.